Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they want to have the device removed because it is of no use to them. . Patient said they used to have stim at 7.0 or as high as it goes. Patient said at 2.0 they are getting shocked bad. Patient said on 1.0 they can still feel the pulsating even after a week. Patient said the device us not helping their symptoms and the hcp told them to turn stim off. Patient said the ins bugs them, patient said the ins "flips and flops" in their body. Patient said they no longer have oab issues. Patient said they still have what the hcp calls bladder spasms, but patient said they feel more like labor pain and braxton hicks which would be spiritual at this point. Agent did not ask about the circumstances that led to the reported issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.